Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle retraction slow. The following information was provided by the initial reporter: IV cath hesitant to retract. Compared to the bc device and there is a hesitation once you hit the push button.

Manufacturer narrative:
H.6 investigation summary: our quality engineer inspected the photograph submitted for evaluation. The physical sample was returned to a bd facility where a photograph was taken of the sample. The sample was then forwarded to the bd manufacturing site; however, the physical sample was inadvertently misplaced. An investigation was performed from the photograph taken which displayed a 20ga x 1.16in. Insyte autoguard unit unsealed and fully retracted. In order to test the retraction of the device, the physical device is required. Unfortunately, the photo did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. If the sample becomes available or is located, the investigation will be re-opened and an investigation will take place. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h.10.